Event description:
After a right total hip replacement on (B)(6) 2002, where a depuy pinnacle metal-on-metal hip was implanted, continued to have pain and discomfort. In 2010, a large fluid collection was found to have increased in 2011 and exist around the right hip. This was drained and negative for infection, and fluid collection was noted to be response to the metal from the hip. Had difficulty eating and significant weight loss, and elevated blood metal levels. Hip was revised on (B)(6) 2011, and it was noticed that there was a soft tissue reaction and there was insufficient bony ingrowth, and the acetabular component was displaced. Pathology noted chronic inflammation and necrotic debris/soft tissue.